Event description:
It was reported that during a stent procedure, the stent delivery system (sds) balloon did not inflate and a leak was noted at the junction. The stent dismounted and traveled in the pt. The stent was retrieved from the pt using a retrieval device.